Event description:
It was reported that an ilet bionic pancreas was exposed to water during white water rafting, after which the pump sustained fluid ingress, would not power on, and required replacement. Symptoms included none reported. Outcomes included no clinical impact and no medical intervention. Investigation included customer interview, review of use conditions, and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction due to fluid intrusion with corrosion consistent with environmental liquid exposure affecting the pump assembly. It was concluded that the cause was user exposure to liquid beyond the device¿s operating specifications leading to device failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.